Event description:
It was reported occlusion alarms occurred that caused the customer's blood glucose level to exceed 500 mg/dl, displaying as "high", a specific value was not provided. The customer administered a correction bolus using the pump and did not require assistance from third parties. The customer resumed insulin and continued to use the pump.